Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Both the casters were replaced, and the unit was returned to service.

Event description:
The hospital reported that two casters were damaged. There was no report of patient injury.